Event description:
It was reported the customer had multiple motor error alarms on their insulin pump. It was also found the customer's buttons were sticking and there was a delay in receiving a response. Customer could not recall any significant events leading to the alarm. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted, and the motor passed the motor test. The pump had intermittent button response due to a flattened act keypad dome. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.